Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range - male patient - low risk <6.0 pg/ml, moderate risk 6-12 pg/ml, elevated risk >12 pg/ml): on (B)(6) 2025, sample ID (B)(6), result = 6.6 pg/ml, (B)(6) 2025 repeat result = 6.2 pg/ml. On (B)(6) 2025 same sample was sent to reference laboratory and repeat result on siemens platform = 4.70 pg/ml (reference range <6.0 pg/ml reported as low risk). Previous result on (B)(6) 2025, sample ID (B)(6), generated with lot 71318ud00 = 1.9 pg/ml . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72202ud00. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with lot 72202ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot is within established limits and comparable with other lots in the field, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 72202ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range - male patient - low risk <6.0 pg/ml, moderate risk 6-12 pg/ml, elevated risk >12 pg/ml): on (B)(6) 2025, sample ID (B)(6), result = 6.6 pg/ml, (B)(6) 2025 repeat result = 6.2 pg/ml. On (B)(6) 2025, same sample was sent to reference laboratory and repeat result on siemens platform = 4.70 pg/ml (reference range <6.0 pg/ml reported as low risk). Previous result on (B)(6) 2025, sample ID (B)(6), generated with lot 71318ud00 = 1.9 pg/ml . No impact to patient management was reported.